Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 7.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 7.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by MFR.: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material that was located 1mm proximal of the distal markerband. The distal portion of the broken hypotube (balloon end) was attached to a stopcock (adapted) to inflate the balloon, and test for balloon leak (hole). Positive pressure was applied and the balloon leaked. The reported balloon rupture was confirmed.